Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 4 occurrences where there was clotting with an bd unspecified tubes¿. The following information was provided by the initial reporter: on the first draw, it was not a specimen issue. It was an instrument flag issue. The instrument gave an aspiration error on the first run. On the repeat run, it gave completely different results and a bubbles flag. Unfortunately, we cannot report those results. This was explained to the nurse and I requested a recollect. Shortly, after we received 2 separate calls back asking why and if it was clotted. This was explained again. One was answered by a phlebotomist and she stated that she didn¿t know and it may have been a specimen issue as the tech has stepped away. The second call was answered by our heme tech, and he again explained the reason for the redraw. On the second draw, the specimen was clotted. He requested a recollect. On the third draw everything was fine. I do not feel there is an issue with the tubes based on one occurrence. If there are additional instances, I am not aware. The majority of the issues are related to clotting. Per our hematology rejection log, we are seeing the following: 9/12-instrument issue, redraw clotted from nicu, 9/10-2 clotted samples from nicu, 9/10-2 clotted samples from nsy, 9/1 -1 clotted sample from nicu, 8/30-2 clotted samples from nicu.

Event description:
It was reported that there were 4 occurrences where there was clotting with an bd unspecified tubes¿. The following information was provided by the initial reporter: on the first draw, it was not a specimen issue. It was an instrument flag issue. The instrument gave an aspiration error on the first run. On the repeat run, it gave completely different results and a bubbles flag. Unfortunately, we cannot report those results. This was explained to the nurse and I requested a recollect. Shortly, after we received 2 separate calls back asking why and if it was clotted. This was explained again. One was answered by a phlebotomist and she stated that she didn¿t know and it may have been a specimen issue as the tech has stepped away. The second call was answered by our heme tech, and he again explained the reason for the redraw. On the second draw, the specimen was clotted. He requested a recollect. On the third draw everything was fine. I do not feel there is an issue with the tubes based on one occurrence. If there are additional instances, I am not aware. The majority of the issues are related to clotting. Per our hematology rejection log, we are seeing the following: 9/12-instrument issue, redraw clotted from nicu . 9/10-2 clotted samples from nicu. 9/10-2 clotted samples from nsy. 9/1 -1 clotted sample from nicu. 8/30-2 clotted samples from nicu.

Manufacturer narrative:
H.6. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.